Event description:
It was reported that the catheter placement was performed in this patient with calculi for drainage on (B)(6). Once the package was opened, the ureteral stent was found to be ruptured. The catheter was not used and was replaced with another product for catheter placement, causing no impact on the patient.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received 2 photo samples. First photos shows outer packaging of stent. Second photo sample shows top view of ureteral stent within plastic packaging. Bottom right corner of photo sample shows damaged pigtails. Therefore, product does not meet specifications. Although an exact root cause could not be determined, a potential root cause could be inappropriate package design. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precautions: for single use only. Do not resterilize. Do not use if the package or product is damaged. Improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter placement was performed in this patient with calculi for drainage on may 16. Once the package was opened, the ureteral stent was found to be ruptured. The catheter was not used and was replaced with another product for catheter placement, causing no impact on the patient.